Event description:
Pt mistreatment issue occurring at one (1) hospital site. The reported pt mistreatment issue was an overdose of radiation of 13.8% to one pt. The one pt subsequently died as a result of complications related to the mistreatment.